Event description:
The customer reported that the autopulse platform (sn (B)(6)) stopped compressions during device check. No patient involvement.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) stopped compressions was not confirmed during the functional testing and the archive data review. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. The archive data was downloaded and reviewed. Even though the customer has not provided the information on the date the problem occurred, the archive was reviewed, and no significant discrepancies were noted, thus not confirming the reported complaint. The autopulse platform passed the functional testing without error or fault. The brake gap inspection verified the brake gap was within the specification. A load cell characterization test confirmed that both cell modules function within the specification. The autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with four fully charged test batteries until discharged without fault or error. Thus, not confirming the reported complaint. Zoll is awaiting customer approval for service.